Event description:
The customer sent the subject device to an olympus service center for evaluation with a report of ¿bad angle¿. There was no patient or user injury reported. Upon inspection and testing of the returned device, service observed the image displayed was blurry. This report is being submitted for the malfunction found during the device evaluation [blurred image].

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service found the insertion tube and charge coupled device (ccd) had been repaired by a third party, and the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use warnings and cautions: during the device evaluation, service found the light guide tube was worn, and the tapered sleeve had scars, and the button was aging. The image guide protector was damaged due to physical stress. The switch box was dirty, and the universal cord was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.